Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic shortness of breath, and neuromuscular weakness. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic shortness of breath, and neuromuscular weakness. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. A correction is being made to box b: adverse event or product problem. The box is being changed from adverse event to product product problem per the philips clinical expert's review performed on 4/04/2024. This was an error made during the filing of the initial report. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.